Event description:
The customer observed false negative alinity I tsh results for a 59-year-old female patient. (Customer provided reference range: 0.35-4.94 ¿iu/ml) initial result = 4.4 ¿iu/ml (negative), repeat result = 4.4 ¿iu/ml, 1:5 dilution result = 10 ¿iu/ml (positive), 1:10 dilution result = 13 ¿iu/ml (positive), peg precipitation = 0.6 ¿iu/ml autobio result = 17.191 (positive), roche result = 19 (positive) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73537ud01. The device history record review on lot 73537ud01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. The overall performance of alinity I tsh reagent was reviewed using worldwide field data. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh assay for lot number 73537ud01 was identified.all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p48-74 that has a similar product distributed in the us, list number 7p48, 510k k983442. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I tsh results for a 59-year-old female patient. (Customer provided reference range: 0.35-4.94 u/ml) initial result = 4.4 iu/ml (negative), repeat result = 4.4 iu/ml, 1:5 dilution result = 10 iu/ml .(positive), 1:10 dilution result = 13 iu/ml (positive), peg precipitation = 0.6 u/ml. Autobio result = 17.191 (positive), roche result = 19 (positive) no impact to patient management was reported.